Event description:
It was reported that the user, newly started on the ilet bionic pancreas, experienced hypoglycemia after a meal announcement and perceived that the pump was delivering more insulin than needed, leading the user and spouse to pause and remove the device. Symptoms included low blood glucose with a nadir of 28 mg/dl over several hours, for which oral glucose was taken, and the device provided low and urgent low alerts. Outcomes included the need for assistance from a companion without professional medical intervention or hospitalization. Investigation included troubleshooting and user education completed with the customer. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.